Event description:
It was reported that the catheter was cracked. It was "fixed" and the pump rate was turned down since the drug was not going where it should have been. The patient was doing fine at a refill appointment on (B)(6) 2013. The pump was being used to deliver gablofen.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Additional information reported that in (B)(6) they noticed the catheter was broken on the pump. A revision was performed.

Event description:
Additional information received reported that the patient was seen one week prior to the date of this report and his dose was increased 5%. After the catheter was replaced, the physician had put him down to avoid overdose and wanted to slowly titrate him back up to his original dose before implant. It was later reported that the catheter revision was to repair the anchor. The explanted anchor was discarded and there was no note on what the issue was with it or how it was discovered to be in need of repair. No patient symptoms were noted. The patient was "doing well now with no issue".

Manufacturer narrative:
(B)(4).